Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose, carbohydrate intake and insulin history for the following days is as follows: see scanned table. The pod was removed and she noticed the cannula looks kinked. There was also a little bit of blood around the cannula.